Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the abbott diabetes care (adc) device. The meter would not recharge, and the customer was unable to obtain glucose readings. The customer reported "feeling" hyperglycemia, but no symptoms were reported for the reported issue, and the customer was capable of self-treating by consuming a tablespoon of honey. The customer self-presented to a healthcare professional (hcp), and the hcp performed only an unspecified test. No emergent treatment was provided. There was no report of death or permanent impairment associated with this event.